Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Full name of the initial reporter: (B)(6). Full event site name: (B)(6). A getinge field service engineer (fse) re-test batteries and update batteries test date for the next preventative maintenance (pm) date. The batteries are in good condition with expiration date 01/30/2020. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a "battery maintenance required" alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.